Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a mastopexy, while being applied on the skin using a running suture technique, the needle popped off the strand of suture. The surgeon was unsure if it was at the swage or the strand itself. They removed the stitch, opened another stitch and continued with procedure. The patient has no injury.